Event description:
It was reported that code 1005, indicating an open circuit condition during shock delivery was found in this implantable cardioverter defibrillator (ICD) system. A review of the data confirmed that the shocks provided were appropriate. The shocking impedance measurement was found greater than 125 ohms and therapy did not convert the patient's ventricular tachycardia (vt). Technical services (ts) reviewed the device data and confirmed the open circuit condition. Further recommendations were provided. At this time, this ICD system remains in service and there were no additional adverse patient effects reported.

Event description:
It was reported that code 1005, indicating an open circuit condition during shock delivery was found in this implantable cardioverter defibrillator (ICD) system. A review of the data confirmed that the shocks provided were appropriate. The shocking impedance measurement was found greater than 125 ohms and therapy did not convert the patient's ventricular tachycardia (vt). Technical services (ts) reviewed the device data and confirmed the open circuit condition. Further recommendations were provided. Additional information was provided. A revision procedure was performed and the right ventricular (rv) lead was surgically abandoned and replaced. The ICD remains in service. No additional adverse patient effects were reported.